Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, there was a "problem in filling, if it doesn¿t work cannot get the insulin out". Multiple follow-up attempts were made by tandem technical support; however, the customer never responded. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.